Event description:
It was reported that this implantable pacemaker was explanted due to the patient experiencing pocket infection. This device is not expected to be returned for analysis. No further adverse patient effects were reported.